Event description:
Pt was getting off imaging bed at completion of scan. When pt sat up a section of the tabletop/bed broke off. There was no injury. The sticker on the imaging bed indicates the "distributed load" - head to toe - maximum weight is 400 lbs. The concentrated load maximum is indicated at the head of the bed. Pt was not getting off the bed in an unusual manner nor was pt the heaviest pt hosp has had on this bed. Supervisor indicates that "there must have been some sort of stress fracture and the pt simply sat on the wrong spot."